Event description:
Nellcor puritan bennett received information that there was a humidifier fire which burned the humidifier, 840 ventilator and the patient. The patient was severely burned and was transferred to burn clinic. There was no allegation of malfunction of the 840 ventilator.

Manufacturer narrative:
Additional information was received today that the patient expired. The cause of death is unknown at this time. The customer reported patient was very sick and a medical examiner is to determine cause of death. Npb was not authorized to check the ventilator at this time. The humidifier is an mr850 made by fisher and paykel. A follow up report will be submitted when new information becomes available.